Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found that only a partial lead was returned. Insulation degradation was noted at 4.4 cm from connector pin. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.